Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the waste tank is leaking outside of instrument with a bd accuri¿. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the waste tank is leaking and all reagent containers are empty. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to accuri c6 system, part # 653118, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 19 jul 2020 to 19 jul 2021. ¿ complaint trend: the only complaint related to a waste tank leakage not contained within the instrument for this part number within the date range is this one. Date range from 19 jul 2020 to 19 jul 2021. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak could not be determined. The customer had initially reported that their waste tank was leaking outside of the instrument and the reagent containers were empty. Upon further communication with the customer, the tsr(technical service representative) found out that the waste tank was overflowing, not leaking, and provided the customer with some troubleshooting recommendations. During the next remote contact, the customer informed the tsr that they were no longer experiencing the issue. After this contact the customer did not update the tsr on the condition of the instrument but also have not reported any further leakage issues. No parts were requested for evaluation as there were no parts replaced. Although the leakage was of a biohazardous material, the customer confirmed that they were wearing proper ppe and did not come in contact with the leakage. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in maintaining optimal performance the system and detecting issues before they lead to failures, and can be found in the¿bd¿accuri c6 plus system user¿s guide, #23-18013-01 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 23 aug 2016. Defective part number: n/a. Case comments: o (8/3/2021 6:47 am) reviewed, all info present. O (7/29/2021 1:34 pm) closing case. I have not heard back again from this customer about a resolution or not. O (7/23/2021 11:42 am) spoke with contact today and so far they are not seeing the issues they initially called about. Caller is still testing machine and will let me know. O (7/20/2021 10:22 am) reviewed, pending customer follow-up. O (7/20/2021 6:06 am) spoke with customer and the waste tank is not leaking, it overflowed. Having caller try some troubleshooting and he will let me know how that progresses. Caller also want to renew their contract so I gave instruction on how to do that. O (7/20/2021 6:04 am) was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes. O (7/20/2021 5:35 am) james called back and I transferred him to the available accuri trained sse. O (7/19/2021 4:26 pm) called & lvm. O (7/19/2021 1:18 pm) customer problem: waste tank leaking. All reagent containers are empty. O (7/19/2021 1:17 pm) waste tank leaking. All reagent containers are empty. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000214703, rev. 01/vers. A, bd accuri c6 plus flow cytometer with optional bd csampler plus risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O ID: (B)(6). O hazard event: exposure to bio-hazardous material during instrument startup. O cause of event: waste bottle overflows. O harmful effects: exposure to bio hazardous material. O risk control(s): ¿ sy-3126 ¿ safety - biohazard ¿ pcyt-648 ¿ labeling. Biohazard ¿ pcyt-2908 ¿ labeling waste bottle biohazard ¿ cyfr-3264 ¿ stop fluidics if waste tank full at startup ¿ cyfr-699 ¿ startup and shutdown fluidics operations user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown ¿ user instructed to empty waste bottle before starting the cytometer - instructions for use guide - chapter on startup and shutdown ¿ wear suitable ppe ¿ biological safety ¿ safety and limitations guide ¿ if properly shutdown then bio-hazardous material should not be present. User instructed to properly shutdown the cytometer after use, which runs bleach through the system - instructions for use guide - chapter on startup and shutdown. O implementation verification: ¿ see pcyt-648 ¿ mpi 7100279 ¿ mpi, assy., case c6 ¿ 23-18014-00 bd accuri¿ c6 plus safety and limitations ¿ drawing ¿ 659605- assy, 2000ml bottle facsvia waste ¿ tp-152 ¿ level sensor in waste bottle. O effective verification: ¿ design verification report ¿ pm053 cytometer, generation IV ¿ tp-152 fw fluidics startup and shutdown communications , sheath usage, and maintenance pass date: 26-aug-2014. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument could not be determined. The customer had initially reported that the waste tank was leaking outside of the instrument but after some communication with the customer, it was determined that the waste tank was overflowing, not leaking. A tsr provided the customer with some troubleshooting measures and the customer reported that they were no longer experiencing the issue during their next contact. After this communication the customer did not report back a resolution to the issue and the case was closed. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported by the customer that the waste tank is leaking outside of instrument with a bd accuri¿. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the waste tank is leaking and all reagent containers are empty. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes.